Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was high resistance when pushing the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported there was high resistance when pushing the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. This may be a product issue, or the valve was broken during prep of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium prior to entering the patient¿s body. It's possible the resistance caused the valve to break, or the broken valve caused the resistance. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000237 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was high resistance when pushing the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported there was high resistance when pushing the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. This may be a product issue, or the valve was broken during prep of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium prior to entering the patient¿s body. It's possible the resistance caused the valve to break, or the broken valve caused the resistance. They were able to get the dilator through but there was something leaking from the back end after it was in the body and they had gone transseptal. The user was unable to put the wire or catheter into the sheath after removal of the dilator. The hemostatic valve was observed to be missing after the sheath was removed from the body due to difficulty getting the wire into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the case continued. Later it was reported the missing hemostatic valve was found inside the patient. No air was observed to enter the patient's body. After the procedure had completed, a full body computed tomography (CT) scan was performed on the patient. The patient had been complaining of left leg pain. Then staff noticed a foreign body inside the left femoral artery. Surgery was performed on the patient in order to remove the foreign body and required extend hospitalization. The patient has fully recovered.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).